Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient's wife called on his behalf for a service required message on his device. The patient's is using a recalled device, and it was not yet registered for the recall. She said he uses CPAP wipes to clean his mask and just replaces his tubing when needed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.